Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to the spec and opening on anterior. A visual and microscopic analysis was performed which identified: striated opening and crease fold. Based on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool. The reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and removal due to "patient's concern of the product." Device has been explanted.